Manufacturer narrative:
Per the additional information received, there is no allegation against this device. Hence, this does not meet the reportability criteria.

Event description:
Additional information received indicates that the patient experienced infection only at the ipg pocket site. Reportedly, the infection has resolved.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event and therapy date are estimated.

Event description:
Related manufacturer reference number: 3006705815-2020-33012. Related manufacturer reference number: 3006705815-2020-33013. Related manufacturer reference number: 3006705815-2020-33014. Related manufacturer reference number: 1627487-2020-48442. It was reported that the patient was diagnosed with infection at the ipg site which later progressed to the leads. As such, the entire system was explanted to address the issue. The infection is being treated with oral antibiotics.